Event description:
It was reported to boston scientific corporation that during preparation of a patient being treated with a prolieve thermodilatation kit on (B)(6) 2009 for the treatment of benign prostatic hyperplasia (bph), they found the water bag had leaked in the package when they opened it; sterility of the water has been compromised. They completed set up with another of the same device without patient complications. The condition of the patient following the procedure was reported as "fine". Follow up with the complaint confirmed "there was a small tear in the water bag. The outside of the packaging was not damaged. This was an isolated issue because all of the other kits in the same shipment were checked and they were undamaged."

Manufacturer narrative:
The prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).